Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2006. The patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.